Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that device will power on and operate, but the screen will not display the user interface. The device¿s front panel board recommended to be replaced to address the issue. The customer does not want any repairs done to the unit. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up to this final report will be filed.